Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. It was reported that no alarm was emitted by the pump when an occlusion occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/18/2014 with the following findings: during investigation, a review of the black box and alarm history showed no occlusion alarms or any evidence of high force. The pump was exercised for 24 hours with no alarms or warnings occurring. During testing, an occlusion alarm was stimulated and the pump gave the correct audible and visible alert; the alarm recorded correctly in the alarm history. The issue of the absence of occlusion alarm was not duplicated during investigation. There was no defect found.